Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she received a calibration error and experienced sensor reading discrepancies. Customer stated that the sensor was reading 47 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 160 mg/dl. Customer was advised about the recommended insertion and calibration process. She was instructed to monitor and call back if issue persists.